Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump would not turn back on. There was no reported impact to customer's blood glucose. No additional patient or event information was available.

Manufacturer narrative:
Additional information was received on december 6th, 2022, stating that the battery unresponsiveness could not be confirmed, and no anomaly was found in the pump history. The pump was in working condition and turned on and charged as expected. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.